Event description:
Patient reported she had a defective pump in 1993. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter serial # unknown, implanted: (B)(6) 1993, explanted: unknown. (B)(4).